Event description:
Caller reported that the t:slim x2 pump battery would not charge, triggering a power source alert with alert 07 recorded in pump history. The customer's blood glucose level was not adversely affected. The customer used a different charging cable and achieved successful charging, thus resolving the issue without requiring further assistance.